Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump down error button was unresponsive when trying to set a basal. The blood glucose reading was 110 mg/dl. The customer did not recall any significant event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.